Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was intermittently losing power. The battery compartment was allegedly cracked, and the yellow o-ring of the battery cap was visible when the cap was secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no pump reboots to support power loss. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads. The battery cap threads were also observed to be damaged. The battery cap did not secure properly to the pump to maintain power, and a power loss was duplicated. A test cap was used to exercise the pump for 24 hours with no power interruptions. Unrelated to the complaint, the display screen appeared dim and discolored.